Event description:
It was reported that a catheter shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, the shaft broke into half while inside the patient's body and the physician had to snare it out to retrieve the device. The procedure was completed with different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter in two (2) pieces. There was blood in the inflation lumen. There were multiple hypotube kinks and the hypotube was broken 68cm from the strain relief. The fracture faces were oval shaped, as if kinked prior to separation. Inspection under magnification revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.25mm x 15mm emerge balloon catheter was advanced to dilate the lesion. However, the shaft broke into half while inside the patient's body and the physician had to snare it out to retrieve the device. The procedure was completed with different device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).